Event description:
It was reported to medtronic minimed that the customer reported not able to finish the "new reservoir" process, as the piston does not rewind. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and advised to place pump in storage mode by removing battery and press and hold the back button until the screen turns off. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Pump error 37 occurring during testing on (B)(6) 2025 06:16:54.000. Successfully downloaded history files and traces using thump. Pump error 38 was found on (B)(6) 2025 10:35:10.000 in the history files. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor home switch]. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 37 was confirmed during testing and due to moisture damage on the motor assembly. Prime/fill and rewind anomaly was confirmed due a pump error 37. Pump error 38 was confirmed in the history files and due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.